Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. These two events are reported in manufacturer report # 3005099803-2012-00203 and 3005099803-2012-00204. It was reported to boston scientific corporation that two jagwire guidewires were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2012. According to the complainant, during the procedure while delivering the first wire to the target lesion, the physician noticed that the tip of the guidewire had detached into the patient's duodenum (B)(4). A second jagwire was used in the same manner, but the tip also detached into the patient's duodenum (B)(4). No attempts were made to recover the detached pieces and the physician stated the believe that the detached tips are expected to be excreted from the body. The procedure was abandoned with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip of the guidewire was damaged, exposing the tip of the corewire. Additionally, the pebax section was also cut at the flare section and the corewire was found to have fractured. An analysis of the fracture revealed that the surface exhibited a shaved appearance with mechanical cut marks and compressed zone, evidencing the action of a shear force. No material anomalies were found. Failure occurred due to a mechanical cut event, which could be related to the interaction with a sharp or metal object during the procedure. There was no damage noted to the ptfe coating and the guidewire's diameter was found to be within specifications. It is possible that unstated procedure and possibly clinical factors may have contributed to the pebax section damaged, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, operational context is the root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A similar complaint trend review was completed and no other complaints were found to have been reported on lot number 12957771.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. These two events are reported in manufacturer report # 3005099803-2012-00203 and 3005099803-2012-00204.it was reported to boston scientific corporation that two jagwire guidewires were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2012.according to the complainant, during the procedure while delivering the first wire to the target lesion, the physician noticed that the tip of the guidewire had detached into the patient's duodenum (MFR# (B)(4)) a second jagwire was used in the same manner, but the tip also detached into the patient's duodenum (MFR# 00204.)no attempts were made to recover the detached pieces and the physician stated the believe that the detached tips are expected to be excreted from the body. The procedure was abandoned with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.